Event description:
Same case as: 2134265-2014-03406, 2134265-2014-03473. It was reported that auto pullback failed. The opticross¿ was inserted to the motor drive unit(mdu) after set up. The device failed to perform automatic pullback. They reconnected the sled and the catheter several times but the issue was not resolved. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).